Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned module was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be fully functional.

Event description:
Customer states that the sedline module is showing higher than normal psi. No consequences or impact to patient were reported.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
Customer states that the sedline module is showing higher than normal psi. No consequences or impact to patient were reported.